Manufacturer narrative:
Concomitant medical products: dtma1qq, crt-d, implanted: (B)(6) 2019. 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance warning. Impedance trends for the lead were considered to be low and stable. The rv lead remains in use. No patient complications have been reported as a result of this event.